Manufacturer narrative:
Upon investigation of the actual device used in this incident found that retractor band was damaged. A field service engineer replaced the module controller board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not recoverable. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.